Event description:
It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was being performed. The trans-septal puncture was performed without issue and a watchman access system (was) was advanced via an amplatz super stiff guidewire. Contrast assessment was performed via the pigtail catheter of the laa, revealing a monolobular laa with an ostium measuring approximately 17-18mm. A 24mm watchman flx laa closure device and delivery system (wds) were prepared and inserted into the was. After advancing the wds through the was, the patient's oxygen increased and bloody foam formed at the mouth. The patient was aspirated and was stable. The wds was deployed, position, anchor, size, and seal (pass) criteria were evaluated and met, the device was released and the procedure was successfully completed. Following the procedure the patient was reported to be stable. It was later reported the patient was taken to the intensive care unit, intubated, and died approximately 1-2 hours after the implant procedure. No additional information is known.